Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found.

Event description:
The patient repor recording 8000 episodes of pvcs, showing no significant events. He couldn't get a pulse, it was skipping every other beat, and the monitor showed 48 bpm. He was feeling weak. He said the monitor was sounding for pvcs but not recording anything. It was further reported that the device did not have defibrillation output. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.